Manufacturer narrative:
Reported event: an event regarding cleaning issue involving a cutting edge impactor was reported. Conclusion: it was reported that when the cup inserter were washed, something was coming out from the threads. The device was discovered during inspection. Material analysis of the returned device noted that debris collected from the distal tip of the impactor was consistent with the decontamination process and biological material. The shaft of the impactor was consistent with 17-4 ph stainless steel. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Instructions for: cleaning, sterilization, inspection and maintenance of reusable medical devices, lstpi-b contains the step by step guidelines for cleaning of the instruments i.e upon completion, unload the washer-dis-infector. Visually inspect each device for remaining soil and dryness. If soil remains repeat the cleaning process. Remaining wetness may be removed with filtered, compressed air or clean, lint- free wipes. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time.

Event description:
When cup inserter has been washed it seems like something is coming out from the thread. It is not known if it is metal debris or blood.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
When cup inserter has been washed, it seems like something is coming out from the thread. It is not known if it is metal debris or blood.